Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The reported event of a an intermittent vibration was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim intermittent vibration on (B)(6) /2016. There was no report any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed, finding no errors related to incident.. A global receiver functional test was performed on the receiver and it passed, finding no failure. The complaint of 085 intermittent vibration was confirmed. The root cause could not be determined post investigation.